Manufacturer narrative:
Concomitant medical products: 419488 lead implanted: (B)(6) 2012; 407652 leada implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to systemic infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that cultures were taken and the cultures came back positive for kiebsiella pneumoniae.